Manufacturer narrative:
Initial reporter full email: (B)(6). Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a stem cell collection, the operator was connecting a calcium infusion in the return line and they received multiple alarms. Per the customer, the alarms resulted in loss of stem cells in the waste bag. Due to EU personal data protection laws, the patient information is not available from the customer. Patient outcome is unavailable at this time.

Manufacturer narrative:
Investigation: the run data files (rdfs) were analyzed for this event. Per the rdf, the alarms that occurred during the run indicate that the safety and control system were having communication issues. This can occur if the ether net cable between control and safety is defective or not properly connected, or a defective control, or safety circuit card assembly (cca).per the customer and the rdf, the alarms experienced were:safety system detected software communication error safety system could not confirm valve position software control data was not updated an internal serial number search for this machine indicates no further related issues have been reported for this device. Root cause: a definitive root cause for the alarms experienced by the customer could not be determined. The ¿safety system detected software communication error¿ occurs if the safety system has not been sent a status message from control in 2 seconds. The other two alarms are related to the same issue indicating that the safety and control system were having communication issues. Per rdfs for the previous and subsequent procedures, those procedures did not have any of these alarms therefore this could have been an isolated occurrence.

Event description:
Patient gender and weight were obtained from the run data files.

Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
Per the customer, no medical intervention was necessary for this event.

Manufacturer narrative:
A review of the DHR for this unit showed no irregularities during manufacturing that were relevant to this issue. Correction: this event has been referenced in a internal software issue tracking system record.